Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
After performing an atrial flutter cti, the patient experienced a heart block requiring nitroglycerin. The catheters and sheaths were pulled and st segments were seen to be elevated in the inferior ECG leads and shortly after complete heart block was observed with a junctional escape rhythm. St segment elevation occurred about 4mins after the last rf lesion. The patient did get chest pain during this. The ablation energy was delivered at 40w. Out of the lesions, the highest lsi was 5.3 with most between 3.5 and 4.5. A diagnostic coronary angiogram was performed on the table and a narrowing seen which would possibly be in the area of ablation. Gtn given and after some time the artery had improved flow and normal sinus rhythm resumed. Nothing unusual was performed with this case. It¿s assumed that the right coronary artery was on close proximity to cti in this patient. Patient stable. No stents required. Chest pain resolved also. The doctor did not implicate the catheter as having abnormal behavior.